Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.25mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the wire lumen and inflation lumen. Microscopic inspection revealed a burst in the balloon material, 10mm in length. Inspection of the remainder of the device revealed numerous kinks in the hypotube. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.25mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.